Event description:
It was reported that there were telemetry issues and an overdischarge (od) was suspected. Dissatisfaction with stimulation was the primary reason for od. The patient had not used the device since (B)(6) 2012 as he was getting pain and jolting with stimulation. The patient last felt stimulation over 12 months ago. A company representative met with the patient to do physician mode resets (pmr) but the stimulator had been unresponsive thus far. It was noted that it would most likely take more than 1 pmr. Additional information has been requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).